Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Additional information was requested but is not available. (B)(4). Please note that the cause of endoleak was unknown. The event is ongoing. Right now, the physician is monitoring the patient. However, the treatment is planned on (B)(6) 2022. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2018 a patient underwent a treatment of an abdominal aortic aneurysm with a gore® excluder® conformable aaa endoprosthesis and a gore® excluder® aaa endoprosthesis . The pre-treatment maximum aortic diameter was 52mm. The patient tolerated the initial procedure. Reportedly, from (B)(6) 2018 till (B)(6) 2022, the maximum abdominal aortic aneurysm diameter increased in size from 51mm to 57mm. On (B)(6) 2022, a proximal type I endoleak associated with a study device was determined. The cause of endoleak was unknown. The event is ongoing. The physician is monitoring the patient. The treatment is planned on (B)(6) 2022.

Manufacturer narrative:
Due to the technical issues, codes did not appear. Code e2402 was used to cover the type I endoleak. Please note that the cause of endoleak was unknown.

Event description:
On (B)(6) 2022, the patient underwent an endovascular procedure to treat a proximal type I endoleak using a gore® excluder® aaa endoprosthesis aortic extender component (B)(6)also, a left renal artery stenting was performed. Reportedly, it was confirmed that both renal arteries had a good flow and there was no further evidence of a type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
B5: event description was updated due to the additional information received. G4: date of the additional information received. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Additional information was requested but is not available. Code e2402 was used to cover the proximal type I endoleak. Please note that the cause of endoleak was unknown. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to aneurysm enlargement and endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.